Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, after the lead was placed, the lead dislodged during slitting. The lead could not be repositioned due to patient anatomy. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The analyst noted that no anomalies were found. If information is provided in the future, a supplemental report will be issued.